Manufacturer narrative:
One disposable pressure transducer was received by our product evaluation laboratory for a full examination. The report of "value provided suddenly got unstable and drifted" was not able to be confirmed during evaluation. The disposable pressure transducer zeroed and sensed pressure accurately on pressure monitor. Pressure did not show any drift during output drift testing (initial pressure = 150 mmhg, final pressure = 150 mmhg) and met specification. Electrical testing showed that both input impedance (2,179 ohms) and output impedance (298 ohms) were within specifications. Zero-offset also met specification. No leakage or occlusion was detected from the kit during pressure test. No visible damage was observed from the kit.

Manufacturer narrative:
Further investigation was performed by the engineers in the manufacturing site. The reported malfunction could not be confirmed, however the manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Additionally, it could be verified that as part of the manufacturing process, the units go through a leak and electrical test in place to prevent this type of malfunction in our manufacturing process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The disposable pressure transducer (dpt) was received by our product evaluation laboratory for a full evaluation. However, the evaluation has not yet been completed. An investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results.

Event description:
As reported, during use in patient of this dpt, blood pressure value provided suddenly got unstable and drifted. There was no error message displayed. There is no further information about this event. There was no allegation of patient injury nor incorrect treatment provided due to this issue. The device is available for evaluation. Patient demographics were requested but were not available.